Manufacturer narrative:
Physio-control contacted the customer and the customer was unable to provide any further information for the event or the patient. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue was not determined.

Event description:
The customer contacted physio-control to report that their device screen froze in addition to a few non-critical issues. When the device power was cycled, there was a blank blue screen. The customer reported turning it off for 1 minute and turned it back on and the device then operated normal for around a minute, then screen froze again. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of any adverse effect to the patient as a result of the reported issue.